Manufacturer narrative:
(B)(6) country: united states of america based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient had experienced high blood glucose event which was treated by pump and there was no sufficient subcutaneous tissue present where infusion set inserted on (B)(6) 2026.